Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient initially presented with renal failure was found unconscious and subsequently died with unknown cause of death.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion and product analysis. Product event summary: the ventricular assist device (vad) was not returned for evaluation. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned controller revealed that the controller passed functional testing. Visual inspection revealed contamination within both power ports of the controller. This is an additional finding not related to the reported event, likely due to the handing of the device. Visual inspection did not reveal any signs of contamination within the driveline connector. Supplemental testing revealed the driveline connector functioned as intended with no anomalies. Review of the controller log files revealed that the pump's power consumption and estimated flows was within normal operating range through 09-dec-2020, and two (2) low flow alarms were logged on (B)(6) 2020 at 17:07:03 and 17:36:08. Log file analysis also revealed a vad stopped alarm on (B)(6) 2020 at 18:44:13, indicating that the motor stators failed. An electrical fault alarm was simultaneously recorded at the time of the vad stopped alarm due to an overcurrent condition, which resulted in the stators failing. Of note, additional information received by the site indicated that the vad stopped and electrical fault alarms occurred when the physician was attempting to stop the pump and the patient had already expired. Additionally, two (2) vad disconnect alarms were then recorded at 18:44:18 and 18:52:29 due to a physical disconnection of the driveline from the controller, likely due to troubleshooting of the controller. Moreover, information received by the site also indicated that the patient initially presented with renal failure, was found unconscious, and subsequently died with unknown cause of death. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Based on the risk documentation, possible causes of the observed low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. The most likely root cause of the vad disconnect alarms observed in the log files can be attributed to a physical disconnection of the driveline from the controller. Based on the available information, the most likely root cause of the vad stopped and electrical fault alarms observed in the log files can be attributed to a marginal connection during the reported troubleshooting of the pump. Per the instructions for use, renal dysfunction and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: heartware ventricular assist system ¿ controller 2.0, model #: 1420 / catalog #: 1420 / expiration date: 30-apr-2018 / serial or lot#: (B)(4), UDI #: (B)(4), return date: 18-dec-2020, : yes dev rtn to MFR? Yes. Mfg date: 30-apr-2017, (B)(4). Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted if information is provided in the future, a supplemental report will be issued.

Event description:
The controller was returned to the manufacturer and subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.